Event description:
The complainant is an adult. Complainant reported developing cold and flu symptoms, including a sore throat, ear infection, and fever following use of the episcreen hiv-1 oral specimen collection device. The complainant had given an oral sample on 4/16/1998 and reported feeling unwell afterwards. Complainant was concerned that the collection device might have been used before. The complainant was given a list of the collection pad ingredients and was offered the opportunity to speak to the physician consultant and discuss the symptoms.